Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that when they turned the implantable neurostimulator (ins) on and off they got an uncomfortable jolt. The issue had been occurring since implant. The patient's indication for use is essential tremor and movement disorders. No cause, actions /interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.